Event description:
The medical records of a legal file indicated that a patient experienced a ventricular arrhythmia, thrombotic event, mi and possible stent fracture and died after having coronary artery stents implanted. The patient had a medical history of cabgx5 (1995), cad, diabetes, hyperlipidemia, cholecystectomy, appendectomy, morbid obesity, mi and cardiomyopathy with an ef of 35-40%. The patient originally had a penta and a zeta stent implanted in a sequential saphenous vein graft going to the first diagonal, the first obtuse marginal and the second obtuse marginal. Approximately six years later, the patient experienced chest pain and had a positive stress test. Angiography was performed and 70% proximal stenosis of the svg to the dx and om's as well as a 95% mid-segmental focal stenosis. This event was treated with the implant of a 3.5mm x 23mm cypher stent proximal and a 3.5mm x 18mm cypher stent in the mid section. The following day, the patient had non-sustained runs of ventricular tachycardia and an accelerated idioventricular rhythm. This was felt to be related to reperfusion of the svg and was not treated. The troponin was also elevated and reported as consistent with the who criteria for mi. The patient was discharged home on (B) (6)2009. On (B) (6)2009, the patient was admitted to the ed with c/o chest pain, diagnosed with a stemi and taken to the cath lab. Angiography revealed a 100% ostial occlusion of the proximal stent. Attempt were made unsuccessfully to re-open the occlusion, the patient was pain free at this point and brought to the ICU for observation. The patient was to be considered for open heart surgery. Later that evening the patient became short of breath and went into cardiac arrest, resuscitation efforts were performed for approximately 25 minutes and then stopped. The patient was pronounced and an autopsy was performed listing the cause of death as cardiopulmonary arrest and mi.

Event description:
Information received indicates the bed's brakes are not holding the bed in the locked position.

Manufacturer narrative:
The medical records of a legal file indicated that a patient experienced a ventricular arrhythmia, thrombotic event, mi and possible stent fracture and died after having coronary artery stents implanted. The patient had a medical history of cabgx5 (1995), cad, diabetes, hyperlipidemia, cholecystectomy, appendectomy, morbid obesity, mi and cardiomyopathy with an ef of 35-40%. The patient originally had a penta and a zeta stent implanted in a sequential saphenous vein graft (svg) going to the first diagonal (dx), the first obtuse marginal (om) and the second obtuse marginal. Approximately six years later, the patient experienced chest pain and had a positive stress test. Angiography was performed and 70% proximal stenosis of the svg to the dx and om's as well as a 95% mid-segmental focal stenosis. This event was treated with the implant of a 3.5mm x 23mm cypher stent proximal and a 3.5mm x 18mm cypher stent in the mid section. The following day, the patient had non-sustained runs of ventricular tachycardia and an accelerated idioventricular rhythm. This was felt to be related to reperfusion of the svg and was not treated. The troponin was also elevated and reported as consistent with the who criteria for mi. The patient was discharged home on (B)(6) 2009. On (B)(6) 2009 the patient was admitted to the ed with c/o chest pain, diagnosed with a stemi and taken to the cath lab. Angiography revealed a 100% ostial occlusion of the proximal stent. Multiple attempts were made to cross the restenosis but were unsuccessful; the patient was pain free at this point and brought to the ICU for observation. Per the dictation of the procedure, review of the images at the end of the procedure suggested the possibility of stent fracture ( though this could not be confidently confirmed). The patient was given 3000 units of heparin for the procedure and 300mg of plavix, no other anticoagulation therapy was administered. The patient was to be considered for open heart surgery. Later that evening, the patient became short of breath and went into cardiac arrest, resuscitation efforts were performed for approximately 25 minutes and then stopped. The patient was pronounced and an autopsy was performed listing the cause of death as cardiopulmonary arrest and mi. According to the autopsy report, there was diffuse luminal thrombotic occlusion of the svg to the dx/om system, wire stents were identified in place with fracture of the proximal stent, luminal thrombus was also present. Two procedural cd were received and sent for independent review, which noted the following: two cardiac catheterizations were performed four days apart. "The patient had patent internal mammary to the lad. There was occlusion at the ostium of a vein graft to the diagonal and an intervention was performed and apparently a 3.5x23mm cypher stent and a 3.5x18mm cypher stent were positioned in the ostium and the mid portion of the vein graft. The procedure was apparently unsuccessful and documented on the films since no flow into the distal branches of the native circulation could be visualized. The procedure was aborted and the patient had runs of ventricular tachycardia and positive troponins. Four days later, the patient was re-admitted with chest pain and the findings were again complete occlusion at the origin of this vein graft with an apparent stent fracture. Upon visualization, it did appear that the stent was protruding into the aorta and the fracture may have occurred at this location. Attempts to re-intervene on this vessel were similarly unsuccessful and the patient unfortunately succumbed later that evening to a cardiopulmonary arrest from which he could not be resuscitated. In summary, this case reveals a patient with a complete occlusion of the vein graft, invariably intervention is unsuccessful and has very low likelihood of long-term patency. The stent placement in the ostium of this vessel where mechanical factors may have lead to the fracture do not appear to have impacted this case in any way. The vessel was never really opened after the first intervention and remained closed at the time and termination of the second intervention". A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis, thrombosis and myocardial infarction are known potential adverse events associated with implanting coronary artery stents. The stents remain implanted and the procedural images are not available at this time. Usage other than the approved labeling may involve risks not described in the labeling. The cypher stent is indicated for use in native coronary arteries. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, and restenotic lesions. Review of the information provided suggests that these patient factors possibly contributed to the reported restenosis. Possible factors contributing to stent fractures are long lesions and coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. The mechanism of restenosis after stent fracture may be related to loss of the mechanical scaffolding of the stent as well as to intimal hyperplasia at the site of vessel wall injury. Based on the information available for review, there are procedural, patient, pharmacological and/or vessel/lesion characteristics that may have contributed to the reported events. There is no indication that the events are related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
The medical records of a legal file indicated that a patient experienced a ventricular arrhythmia, thrombotic event, mi and possible stent fracture and died after having coronary artery stents implanted. The patient had a medical history of cabgx5 (1995), cad, diabetes, hyperlipidemia, cholecystectomy, appendectomy, morbid obesity, mi and cardiomyopathy with an ef of 35-40%. The patient originally had a penta and a zeta stent implanted in a sequential saphenous vein graft (svg) going to the first diagonal (dx), the first obtuse marginal (om) and the second obtuse marginal. Approximately six years later, the patient experienced chest pain and had a positive stress test. Angiography was performed and 70% proximal stenosis of the svg to the dx and om's as well as a 95% mid-segmental focal stenosis. This event was treated with the implant of a 3.5mm x 23mm cypher stent proximal and a 3.5mm x 18mm cypher stent in the mid section. The following day the patient had non-sustained runs of ventricular tachycardia and an accelerated idioventricular rhythm. This was felt to be related to reperfusion of the svg and was not treated. The troponin was also elevated and reported as consistent with the who criteria for mi. The patient was discharged home on (B)(6)2009. On (B)(6)2009, the patient was admitted to the ed with c/o chest pain, diagnosed with a stemi and taken to the cath lab. Angiography revealed a 100% ostial occlusion of the proximal stent. Multiple attempts were made to cross the restenosis but were unsuccessful; the patient was pain free at this point and brought to the ICU for observation. Per the dictation of the procedure, review of the images at the end of the procedure suggested the possibility of stent fracture( though this could not be confidently confirmed).the patient was given 3000 units of heparin for the procedure and 300mg of plavix, no other anticoagulation therapy was administered. The patient was to be considered for open heart surgery. Later that evening the patient became short of breath and went into cardiac arrest, resuscitation efforts were performed for approximately 25 minutes and then stopped. The patient was pronounced, and an autopsy was performed listing the cause of death as cardiopulmonary arrest and mi. According to the autopsy report, there was diffuse luminal thrombotic occlusion of the svg to the dx/om system, wire stents were identified in place with fracture of the proximal stent, luminal thrombus was also present. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis, thrombosis and myocardial infarction are known potential adverse events associated with implanting coronary artery stents. The stents remain implanted and the procedural images are not available at this time. Usage other than the approved labeling may involve risks not described in the labeling. The cypher stent is indicated for use in native coronary arteries. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, and restenotic lesions. Review of the information provided suggests that these patient factors possibly contributed to the reported restenosis. Without the review of the procedural films, it is not possible to draw a conclusion regarding the stent fracture. Possible factors contributing to stent fractures are long lesions and coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. The mechanism of restenosis after stent fracture may be related to loss of the mechanical scaffolding of the stent as well as to intimal hyperplasia at the site of vessel wall injury. Based on the limited procedural information and without films, it is not possible to draw a definitive conclusion regarding the reported events. However there are procedural, patient, pharmacological and/or vessel/lesion characteristics that may have contributed to the reported event. There is no indication that the events are related to the device manufacturing process. Therefore, no corrective actions will be taken at this time. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2010-00164 and 3003742446-2010-00263.